Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: a case of dislodged amplatzer septal occluder requiring emergency surgery after transfer to an adult hospital.

Event description:
The article, "a case of dislodged amplatzer septal occluder requiring emergency surgery after transfer to an adult hospital", was reviewed. The article presented a case study of a 40-year-old male patient with atrial fibrillation. It was reported that on an unknown date, a 12mm amplatzer septal occluder was chosen for implant for atrial septal defect (asd) closure. The measurements of the asd were as follows: aortic rim 0mm, maximum asd diameter 14.4mm, 15.8mm for the primum septum, and 10.5mm for the septum secundum. It was also noted there was a 10.5mm septal malalignment. During procedure, the device seemed to not overlap enough length against the aortic rim and a leak/residual shunt was confirmed. The physician confirmed device stability via wiggle maneuver and released the device from the delivery cable. The device subsequently embolized into the left atrium and traveled to the descending aorta where it became fixed. An attempt to retrieve the device via transcatheter snare ultimately failed before a decision was made to emergently explant the device surgically. [The primary and corresponding author was kodai momoki, saitama children's medical center, 1-2 shintoshin, chuo ward, saitama, 330-8777, japan].

Manufacturer narrative:
As reported in a research article, an 12 mm asd device was chosen for implant in 40-year-old male patient with atrial fibrillation. The device stability was confirmed via wiggle maneuver and the device was released. The device subsequently embolized into the left atrium and traveled to the descending aorta where it became fixed. The reported unexpected medical intervention and surgical intervention were case-specific circumstances as an attempt to retrieve the embolized device was made via transcatheter snare which failed and the device was surgically explanted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: a case of dislodged amplatzer septal occluder requiring emergency surgery after transfer to an adult hospital.